Event description:
It was reported that the patient¿s device was removed due to a methicillin-resistant staphylococcus aureus (mrsa) infection. The patient outcome was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387040, lot# v009174, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. (B)(4).